Event description:
A surgeon reports observing a progressive encroachment of a fibrous coating across the anterior surface of the intraocular lens following implant surgery. The patient was treated with a topical corticosteroid without effect and no improvement was noted following ndyag. The surgeon feels this coating is diminishing the patient's visual acuity.

Event description:
Add'l info was obtained during a follow-up visit with the reporting surgeon. Exam of the pt revealed the reported fibrous coating across the anterior surface of the intraocular lens has almost completely receded over the past 3 months. The surgeon reports the pt's va is good (between 20/25 and 20/30).